Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One infusion syringe pump was received for device evaluation. Visual inspection found that the device to be cracked at both corners of the top casing and cracked at the battery door. Fluid ingression was also observed at the plunger assembly. Neither functional testing nor review of the pump event history log could be performed, as the screen was found to be frozen on power up. The root cause of the reported issue has been attributed to the device being used in a manner that was inconsistent with the instructions for use. The device operator's manual states, "important safety information" - "cautions" - "this pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it."